Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction, and is now classified as a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation of the prostate, the surgeon was able to squeeze the handle but the clips did not close well. It was also stated that clips fell into the cavity of the patient. They used another device to complete the case.